Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Immediately following the deployment the pt began complaining of leg pain. The pt was taken to the operating room where a cutdown procedure was performed under local anesthesia. The collagen plug was observed to be protruding into the lumen of the vessel which resulted in a thrombus. The collagen was removed with no further complications.